Manufacturer narrative:
Image analysis: an image was received showing a section of a stent. It was not clear if there was a deformation or dislodgment. Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to middle stent deformation, the stent did not meet visual acceptance specification. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one 2.25x22mm onyx frontier coronary drug eluting stent (des) could not be delivered from the left main (lm) to the left circumflex (lcx) artery, and when the device was removed stent deformation was noted. There was some damage noted in the stent struts. It was detailed that the lesion was pre-dilated prior to placement of the stent. After the stent could not be delivered, the stent was removed for further balloon dilation when the stent damage was noted. The device was inspected. The device was replaced with a stent of the same size which was implanted smoothly in the patient. A 2.0x8mm onyx frontier des was then selected to treat a different lesion but it was reported that once the box was opened the stent was dislodged. The balloon was not fitted to the stent. Before use, the stent was inspected thoroughly but dislodged easily from the balloon with simple palpation. There was no damage noted to the packaging. There were issues noted when removing the device from the hoop/tray. The device was inspected with issues. The device was replaced with a stent of the same size which was implanted smoothly in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the 2.25x22mm onyx frontier device was inspected before use with no issues noted. The 2.25x22mm onyx frontier device did not pass through a previously deployed stent. Resistance was not noted while advancing the device. Excessive force was not used. The sheath of the 2.0x8mm onyx frontier device was removed per IFU. The 2.0x8mm onyx frontier stent was handled directly post removal of the sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.